Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2-3 inr. On (B)(6) 2011, pt noticed blood in his urine and went to the emergency room.